Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0xcph, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had the poor communication screen on the patient programmer. The patient was recently implanted on (B)(6) 2015 and bandages or swelling were present. The patient was not able to connect with the ins with or without the antenna attached to the patient programmer. On (B)(6) 2015, while the patient was bending over and pressing the antenna on their implant, they felt burning at the implantable neurostimulator (ins) site. This was due to a sudden change in therapy or symptoms. The patient¿s follow-up appointment was scheduled for (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.